Manufacturer narrative:
The reported event that the battery holder was broke off was confirmed through the device inspection. Any physical impact to the pointer, especially with a mallet or similar tool can cause operational failure due to battery movement.

Event description:
It was reported that the battery holder of the device was broken off during testing conducted at the user facility. There was no reported patient involvement, medical interventions, adverse consequences, or delays.

Event description:
It was reported that the battery holder of the device was broken off during testing conducted at the user facility. There was no reported patient involvement, medical interventions, adverse consequences, or delays.